Manufacturer narrative:
(B)(4). The batch card(s) for the complaint lot(s) was reviewed all samples passed qa inspection. 2 pieces of representative samples were returned for investigation. Based on the complaint description, it was reported that the balloon burst with 10 ml syringe. Inspection was carried out on the representative samples by inflating the catheters with 10ml of water. However, both balloons were able to stay inflated and no balloon burst observed during the test. The representative samples were then subjected to 14 days soak test as per ptm-028 (functional test for foley catheters) for further investigation to observe any burst balloon. However, the samples are still under soak test period, hence this report will be revised once the soak test end. Based on soak test result of current production samples, there was no leak or burst balloon found along the soak period. In current standard operating procedure, according to spm-a51-003 the products are subjected to 100% visual inspection and any defective raw balloon will be culled out before sent to the next process. Upon completion of assembly process, as per spm-a52-004 the finished catheter will be again subjected to 100% balloon inspection and 20 minutes leak test. Catheter with defective balloon will be culled out during this process. There was no abnormalities or design irregularities observed on the returned representative samples. The samples also can be inflated with no burst balloon issue observed. For further investigation, the samples were subjected to 14 days soak test. However, the samples are still under soak test period, hence this report will be revised once the soak test ended. Based on soak test result of current production samples, there was no balloon leak or burst found along the soak period. Therefore, this complaint could not be confirmed.

Event description:
Balloon burst with 10 ml syringe of aqua dest. It was confirmed that no parts of the balloons remain inside of the patient; there was no harm or injury to the patient. Further details are not available.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
Balloon burst with 10 ml syringe of aqua dest. It was confirmed that no parts of the balloons remain inside of the patient; there was no harm or injury to the patient. Further details are not available.